Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the "quadfuse became disconnected during lab draw." No additional patient or event information provided. (Received in bag: one used quadfuse extension set with a smartsite valve on each female luer and a loose spin collar from the male luer of the quadfuse)

Manufacturer narrative:
The customer¿s report that the quadfuse set became disconnected during a lab draw was confirmed. Visual inspection observed a crack that measured approximately 2.92mm in length, extending vertically from the proximal end of the spin collar. Functional testing was not performed as it was assumed that the cracked spin collar was the cause for the disconnection. Dimensional testing was performed on the distal male luer of the quadfuse and it was determined to be within specification. The root cause for the crack could not be identified. The identified probable cause of the disconnection was likely due to a loose connection caused by the cracked male luer spin collar. It is possible that over tightening could have contributed to the cracking of the male luer spin collar.